Event description:
It was reported that the patient had 2 activa sc's and the right side everything was well, but the left side had problems. There was a replacement in 2020 and the problems started in june 2021 with impedances being out of range. The patient would get an oor message and then therapy would worsen, so they visited the hcp. After measuring impedances at 3v the impedances were lower, but still not within range. When the hcp selected a different contract the oor disappeared. The patient got an oor message again and therapy worsened. X-rays were taken and shown no abnormalities nor any falls. When moving impedances didn't change and the patient could move well. There was thought to be a fluid short.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.